Event description:
It was reported that the patients ipg had migrated causing pain and difficulty charging. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was doing well postoperatively. All explanted device components will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022.